Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: internal blower failure. Correction: replace blower module (B)(6). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: "low oxygen" alarm due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: internal blower failure correction: replace blower module msp160554

Event description:
The following was reported to hamilton medical ag: summary: "low oxygen" alarm due to defective blower.